Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side deflation and capsular contracture baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported, a right side deflation. And capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of deflation and capsular contracture was received on may 27, 2024. With catalog number mcghn390cc. Based on the device analysis grid, the assessments of the complaint are: deflation: observed delamination diaphragm valve assessed as adhesive failure and one opening assessed as surgical damage. Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side deflation and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29apr2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 19jun2024.